Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported insulin flow block alarm, the battery compartment of the insulin pump was damaged. Blood glucose value at the time of event was 423 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion) and insulin pen. The event involved product(s) mmt-1886. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump and the same was being replaced. The customer was instructed to revert to a backup plan per healthcare professional instructions. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump passed the displacement accuracy test at 0.0872. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed 8 no delivery alarms on the event date of 12/09/2025 at 08:26:05.000 to 10:37:00.000 during bolus and basal. Pump delivered 144 bolus deliveries on the event date of 12/09/2025 at 00:05:15.000 to 23:57:41.000. Daily bolus total was found to be 33.525 u, and daily insulin total was 6.475 u. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case-corner of belt clip rails, and battery cap contact missing. Battery cap contact missing was noted during visual inspection. No delivery/occlusion alarm was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Unable to verify customer's complaint for high bg's. Found dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.